Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 1.4; (B)(6) 2010, 1.5, 4.6. Inratio test was performed within 5 mins of venous draws going out to the lab. Medication was increased based on inratio result of 1.4 on (B)(6) 2010. Pt was on epitran 325 mg daily, but has no other known medical conditions. Customer got a 1.2 and 1.0 after testing herself on two different meters.

Manufacturer narrative:
Investigation pending.